Event description:
On (B)(6), third party service reports via phone to product monitoring that system lost ability to fluoro, they did not know if the system lost fluoro during a pt procedure or at the state of day. Additionally, third party did not know if there were injuries reported as result of the incident. Third party indicated that facility does not have back-up capability. Product monitoring contacted facility via phone for info regarding when the incident took place. Facility reported they were unaware of a failure on the system and the system is functioning as expected. No issues to report.

Manufacturer narrative:
Third party service reported footswitch was replaced because system lost ability to fluoro. System returned to service by third party service rep.